Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient experienced intracranial hemorrhage with an onset date of (B)(6) 2019. This event resulted in hospitalization from (B)(6) 2019 when the patient recovered. This event was assessed as not related to the disease under study. This event resulted in new or worsening of existing neurological deficits and symptoms lasted more than 24 hours. Referred headache 24 hours prior to consult and blurred vision. At admission the patient presented left hemianopsia. National institutes of health stroke scale (nihss) 2. This event did not result in congenital anomaly, death, disability, or medical intervention and was not life-threatening. The site assessed this event as causally related to antiplatelet medication, possibly related to the study device, and possibly related to the study procedure.  Aneurysm information: aneurysm_number: 1 side (hemisphere): left location (vessel): internal carotid artery specify segment of ica: c6 location of aneurysm in vessel: sidewall aneurysm morphology: saccular maximum aneurysm diameter: 5.6mm aneurysm dome height: 5.5mm aneurysm dome width: 5.6mm aneurysm neck size: 5.4mm parent artery diameter distal to aneurysm: 3.7mm parent artery diameter proximal to aneurysm: 4.2mm post implant - specify stasis at the end of the procedure: no stasis post implant - complete neck coverage at the end of the procedure: y post implant - indicate aneurysm occlusion (raymond and roy) at the end of the procedure: class 3.